Event description:
The reporter contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 500mg/dl. The patient was taken to the emergency room and treated with insulin via injection, IV fluids and food/drinks. The patient remained on the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.